Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a perforation and cardiac tamponade occurred. The 95% stenosed lesion being treated was located in the severely diseased, calcified, left anterior descending (lad) artery. The mid vessel demonstrated angulation with an area of dissection just after the bend. The lesion was predilated with a 2.5x20 mm maverick balloon. A 2.50x24 mm taxus express2 drug eluting stent was placed in the distal portion. A 2.75x32 mm taxus express2 drug eluting stent was placed. Subsequent images demonstrated a coronary perforation in the mid vessel with a large jet. A 2.5x20 maverick balloon was placed at the site to control the leak. A 3.0x16mm non-bsc stent was placed to close the perforation. A 2.75x16 mm taxus express2 drug eluting stent was placed between the ostium and the mid vessel stent. Post dilatation was done with a 2.25x20 mm and a 2.75x20 mm quantum maverick balloon. The pt was discharged from the cath lab in stable condition.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.